Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and even though the temperature reached the target, the irrigation flow rate was not changed to 15ml/min. Pump switching started at a low flow rate (4ml/min) but did not switch to a higher flow rate (15ml/min) when the target temperature reached 50. The generator was in automatic mode. The issue was noted three and half hours from the start of the procedure, at the time of ablating on the side wall of right atrium. The ablation never continued beyond the cut-off value. Once the qdot micro catheter was replaced, temperature in the cardiac cavity displayed 19. Replacing the cable and re-connecting the dongle were performed. After that, the behavior of irrigation was improved. The procedure was completed without patient's consequence.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31344616l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).